Manufacturer narrative:
Evaluation summary: the product was not returned for analysis. The complaint history and product history records could not be reviewed because the reporting facility did not provide a lot number or any identification traceable to the manufacturing documentation. The product investigation could not identify a root cause. Additional information has been requested. The manufacturer internal reference number is: (B)(4).

Event description:
A health professional reported that before an intraocular lens (iol) implant procedure, the lens was scratched.

Manufacturer narrative:
The product was returned for analysis and the reported damage was observed. Iol returned positioned incorrectly in the iol case. Solution is dried on both surfaces of the optic and haptics. One haptic is bent/deformed. The optic is scratched/marked-rejectable. We are unable to determine the root cause for the reported complaint " scratch on lens". The returned iol shows evidence of possible handling by the customer due to the presence of solution dried on both surfaces of the optic and haptics. In addition to this, all iols are 100% cosmetically inspected as per approved manufacturing procedures and the observed optic damage would not meet our current release criteria. Based on these investigation findings, we are unable to verify if the iol contributed to the event. All product and batch history records are quality reviewed prior to product release. The manufacturer internal reference number is: (B)(4).